Manufacturer narrative:
Patient information was requested, but the customer did not provide. The biomed said that the event date is (B)(6) 2016.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported that the unit was in use on patient, but there was no patient harm reported.